Event description:
The hcp reported that the device was explanted after an implant duration of approx one month. The hcp reported that the pt was experiencing cerebrospinal fluid leak and headaches. Intraoperative exploration was performed revealing a broken sleeve at intrathecal catheter connection to pump tubing. Distal catheter revised. Pt developed infection requiring removal of pump and intrathecal catheter. The pt recovered without sequela. Same as MFR's report #2182207200601746.

Manufacturer narrative:
H6 - final device analysis reveals no anomaly found.